Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) lead channel. Additionally, the device delivered inappropriate anti-tachycardia pacing (atp) due to undersensing of atrial fibrillation (af). Technical services (ts) reviewed other ventricular episodes and confirmed that therapy was delivered to true ventricular tachycardia (vt). Ts suggested following actions and discussion items to have with the physician. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) lead channel. Additionally, the device delivered inappropriate anti-tachycardia pacing (atp) due to undersensing of atrial fibrillation (af). Technical services (ts) reviewed other ventricular episodes and confirmed that therapy was delivered to true ventricular tachycardia (vt). Ts suggested following actions and discussion items to have with the physician. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the health care professional (hcp) called again as they had a question why the therapy took so long to deliver. Ts explained why. It was noted that the physician did not do any of the programming ts suggested in the previous call. The patient had an ablation several days prior to the episode in question. The hcp will send this case and previous case to physician for review. The device remains in use. No adverse patient effects were reported.